Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Subject ID: (B)(6). Study no: dots. Clinical adverse event received for adhesions: device (relatedness): not related. Procedure (relatedness): possibly. Date of event: 7/aug/2024. Device location: no information provided. Date of implant: no information provided . Treatment/impact: no information provided. Product details: no information provided. Additional event information: medical records ( (B)(4) operative note ad 19 aug 2024) review: patient presented with arthrofibrosis, of her 6 weeks old right total knee arthroplasty, with stiffness, able to only flex her knee to 90 degrees at most. Patient was treated with a knee manipulation under anesthesia, of her right total knee arthroplasty. The procedure was successful, achieving 125 degrees of flexion after the manipulation. No evidence of any complications. She tolerated the procedure well.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: the patella was not replaced.